Manufacturer narrative:
Unit received with currents within specifications. No unexpected failed battery noted. Unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm noted motor passed motor test. Unit had minor scratched display window, cracked case near display window corners and reservoir tube lip.

Event description:
The customer reported that she received motor error and bad battery alarms on her insulin pump. Her blood glucose was 219 mg/dl. The motor error alarm occurred shortly after a bolus delivery. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer uses the sensor feature on the insulin pump. She was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated she was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.